Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection it was discovered that the customer¿s allegation of clogging was confirmed when the channel-tube (ch-tube) and the suction-cylinder (s-cylinder) contained foreign material. Technical evaluation was performed, and brown traces of foreign material came out from the ch-tube and s-cylinder which was most likely traces that remained from previous procedures. The reported fault was attributed to insufficient cleaning. Additionally the following findings were also identified and are as follows: (a.) Channel cleaning brush passage (confirmed user complaint), (b.) Flexibility adjustment ring has a scratch, (c.) The grip had a scratch, (d.) The air/water cylinder had discoloration, (e.) The suction cylinder had discoloration, (f.) The switch box had a scratch, (g.) The right/left knob had a scratch, (h.) The up/down knob had a scratch, (I.) Scope connector case unit had a scratch, (j.) The scope connector cover unit had a scratch, (k.) The plug unit had a scratch, (l.) The light guide cover glass had a scratch, (m.) The label on the suction connector was peeled, (n.) The plastic distal end cover had a crack, (o.) The channel tube had residual liquid or foreign material come out of the channel tube, (p.) The objective lens had a scratch, (q.) The light guide lens had a crack, (r.) The light guide lens had a chip, (s.) The connecting tube had a cut, (t.) And the universal cord had a wrinkle. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope exhibited clogging. The issue was identified during preparation for an unspecified procedure. There was no report of patient or user harm associated with this event. During inspection and testing of the returned device, it was discovered that there was foreign material exiting the channel tube and the suction cylinder, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and additional information obtained from the customer (identified in b5). A review of the device history record found no deviations that could have caused or contributed to reported issue. Based on the results of the investigation, though it was confirmed residual liquid or foreign material came out of s-cylinder, the specific type of material could not be identified. The event can be detected by referencing chapter 3 "preparation and inspection" of the instructions for use. The event can be prevented by referencing chapter 5 "reprocessing the endoscope" of the instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained identifies the intended therapeutic procedure was completed using the same device. The procedure was only a little longer than expected, however, a specific amount of time of the delay was not provided. The unit was clogged by cores, and was made continuous again on site.